Event description:
The customer used the device to check their blood glucose and obtained a result of hi. They took fast acting insulin accordingly and began to have seizures. 911 was called and when the emergery medical technician arrived they checked their glucose and the level was about 20 mg/dl. Pt was treated with glucose. Controls were not used on the system. The device was replaced and requested to be returned for evaluation.